Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced gastrointestinal (gi) bleeding during hospitalization. Multiple colonoscopies with polypectomy clipping was performed to access and treat the bleeding. The patient received a total of seven (7) units of packed red blood cells. It was reported that the patient was discharged home after the diagnosed bleeding was resolved. The device was not returned for evaluation as it remained implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the IFU. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) 'gastrointestinal (gi) bleeding'.

Event description:
Approximately fifteen weeks after hvad implantation this patient experienced gastrointestinal (gi) bleeding during hospitalization. The patient was initially admitted for elective right heart cath and was found to have a drop in hemoglobin. A colonoscopy was performed, polyps were noted and clipped. Repeat colonoscopy was conducted with clips placed at site of original polypectomy for gi bleeding. Patient was also received packed red blood cells during admission. The patient was discharged home with stable hemoglobin. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.